Event description:
It was reported by the facility: on (B)(6) 2013, the small battery drive was reported to have no power and would not run. Further, the casing for battery electrodes are off; the jacobs chuck with key will not hold the attachment, and the quick coupling will not hold or attach the reamer. It was also reported the small battery drive locking mechanism was malfunctioning and was leaking. No additional information was provided. This is 1 of 2 devices for the same event reported on complaint (B)(4).

Manufacturer narrative:
(B)(4): date of awareness and received by manufacturer was reported as 07/18/2013. The correct date should be 07/26/2013. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Event description:
This is 1 of 2 devices for the same event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.device was received for evaluation. Investigation coordinated by synthes (B)(4). The customers complaint that the device has no power was confirmed. The device was tested and the complaint was duplicated. The evidence indicates this is due to usage and wear over time.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.a service history of the past six months from the awareness date has been reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.(B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. Correction to fu1 the correct date of awareness;7/18/2013 was reported correctly in the initial medwatch. The date of awareness was inadvertently changed to 07/26/2013 in follow-up #1.